Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device stopped working and the insulation coating came loose and poked out of the tip. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: the wearing of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The error couldn't be released. The user determined the device could not be worked. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.". "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.". Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Additional information has been received, from the customer. Device has been returned and evaluated. This supplemental report is being submitted to provide this information. The devices used in conjunction with this device, during the event are not known. Actual lot number of the device is kr214894, lot number kr222797 is package lot number. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400. And a probe check was performed. The device passed the probe check. Both switches were checked and found, both switches are functional. A visual inspection on the received condition was performed, on the device. There is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found, it is severely worn, as well as separated from the jaw exposing a big portion of metal. The teflon pad has signs of burnt char marks, as well as signs of minor shavings on the teflon pad. The distal end of the device was inspected under a microscope and found, no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A functional test could not be performed, as the teflon pad is damaged and exposing a big portion of metal.

Event description:
Addendum (B)(6) 2022: procedure is laparoscopic hysterectomy. The procedure was completed with a delay of five minutes, required to open a new device. The functional mode and the settings at the time of the event are not known. The doctor is experienced in the use of the device. The device was inspected, prior to use with no anomalies noted.